Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they have changed the battery in their insulin pump multiple times and they could not get into auto mode for several months. Customer also reported that they went to the emergency room to get insulin shots. No further details were provided. Insulin pump and sensor will be replaced and customer will return the device for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with normal operating currents. No unexpected low battery alarm noted. (B)(4).